Event description:
The implant failed due to poor bone connection. The implant was placed at #27 and removed after 6 months. Traditional 2 stage surgery. Moderate oral hygene.

Manufacturer narrative:
According to our investigation, there was no discrepancy on our prod.